Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. Based on the results of the investigation, the broken power switch an discolored tubing were caused by normal wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, the unit was found to be in a poor condition externally and internally, the mains switch was damaged and the electrical contacts were exposed and the mouthpiece was worn, the shelf on the rear panel was damaged, fluid ingress was noted which affected all major components including: the mouthpiece, lower chassis, rear panel, top cover, pump and pump bracket assembly and the tubing was discolored. It was also noted, the device could not be turned on due to the damaged power switch and due to the large amount of fluid ingress most of the internal components will require replacing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the maintenance unit had issue with the automated leak tester. Upon inspection of the customer¿s returned device it was observed, the power switch was found to be broken. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.